Manufacturer narrative:
Section a2, a4, and a5: unknown. Section b3: date of event: unknown. Section d6a: if implanted, give date: not applicable, as there was no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there was no indication that the lens was implanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded intraocular lens (iol) was defective. It was noted that the lens was opened and not used. It is unknown if there was any patient contact. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 19, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received cut in half with bent haptics which may be due to receiving the lens loose inside the folding carton instead of being secured in the lens case. No additional defects were observed before and after cleaning the lens. No damage to the optic body was observed beyond the lens cut. Based on the return condition of the lens no further evaluation could be performed. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.